Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on how to reset the pump, although the malfunction code recurred. As a result, the decision was made to replace the pump. The customer was informed that they would receive a pump with updated software and was instructed on storing the faulty pump for return to tandem. The caller acknowledged the instructions and agreed to return the malfunctioning pump using the provided return box and pre-paid label. Additionally, they were advised to program settings and connect their continuous glucose monitor to the new pump once received.